Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: the pump powered up to a blank display. The battery compartment was cracked below and above the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was blank. This report is made based on results of investigation completed on 26-jan-2018.